Event description:
Abdominal distension on infant noted. Uvc in place. Abdomen tapped. Fluid retreived was milky white/pale yellow in color. Glucose reading on fluid critically high. Working diagnosis-uvc extravasation.